Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using original battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals multiple failed batt test alarms on 29-apr-2025. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No failed battery alarms noted during testing. Unit functioning properly. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with the following cosmetic damages: cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), missing display window/cover and scratched case. In conclusion no unexpected failed batt test alarms noted during testing. Unit functioning properly after battery installation. Customer's concern of cosmetic damages was confirmed during visual inspection when cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm and the insulin pump had a crack on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery failed alarm and the issue was resolved. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.